Event description:
Foley catheter balloon wouldn't deflate after several attempts. Could fill add'l saline into balloon but couldn't get any to return. Foley catheter line was cut at port without results. Balloon stayed inflated. Foley cut at perineum. Spinal needle threaded through line but balloon would not pop. Needle inserted through vagina and balloon popped then catheter was removed.